Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, the right atrial (ra) lead was found to be fractured. The ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.